Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass/cyst/breast pain/ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor saline prosthesis placed experienced hyperplasia of the left breast requiring lymphotomy roughly six years. Currently the patient is having breast pain associated with a complicated cyst. Additionally, the patient was experiencing ptosis. As a result, an explant was performed on (B)(6) 2021. Upon removal, the devices were stated to be intact.